Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. Reporter phone number unknown. The philips service engineer (se) inspected the device and confirmed the reported issue. The customer declined repair/service of the device. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator parameters were not accurate. There was no patient harm reported. The event date was not specified; estimate used.